Event description:
On (B)(4) 2012, pt reported there was an insulin leak while the system was in use. There has been condensation in the cartridge compartment of the infusion device for the past month, and she has smelled insulin. She does hear an audible click when the infusion tube is connected to the headset, and she rotates her infusion sites. She was unable to determine where the leak originated. The alleged product was discarded and will not be returned for evaluation. No physiological effects were reported in relation to this event, and she did not require treatment from a healthcare professional or second party to address the issue.